Event description:
It was reported to philips that the allura device would not boot up. The device was outside of clinical use at the time of the event. No harm was reported to philips. A philips field service engineer (fse) visited the site and replaced the host pc. The device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspect the system onsite and confirmed that the system will not boot up to operation. During troubleshooting, fse found that the host pc was defective. Fse replaced host pc and hard disk. Restored system ghost image to host pc. Obtained and installed new license file. Re-created system image discs. After that the system was returned to use in good working order. The cause of the host pc failure could not be conclusively determined by the supplier's part analysis, however the replacement of the host pc by the field service engineer has resolved the reported issue and restored the functionality of the system. The codes were updated based on the investigation outcome.